Event description:
Patient was implanted with a tibial nail-ex and screw construct on an unknown date, approximately (B)(6) 2012. Follow up x-rays revealed a non-union, which was due to an unknown cause. Patient returned to the o.r. On (B)(6) 2012 and all of the hardware was removed. The surgeon replaced the hardware with competitor's hardware. This is 6 of 6 reports for this event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Implant date: approximately (B)(6) 2012.